Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was 134 mg/dl. It was reported that, pump had compromised force sensor system and insulin squirt out during manual prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test. Device alarmed compromised force sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Unable to perform the prime test, occlusion test, excessive no delivery and the delivery accuracy test due to compromised force sensor system alarm. Device had minor scratched display window, a small crack on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker.